Event description:
A distributor reported an altitude alarm issue with a pump in ireland. There was no adverse impact to the customer¿s blood glucose level, which ranged from 54-500 mg/dl. The customer's insulin delivery was interrupted, and several attempts to resolve the alarm were unsuccessful. Tandem customer technical support (cts) instructed the customer to clean the pump and try a new cartridge, but the problem persisted. Ultimately, cts decided to replace the pump and cartridge, advising the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to put the faulty pump into storage mode and return it, understanding these steps.